Event description:
Review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor failed a pulse test. The last pt to use this monitor did not report any issues with the monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon service investigation, the monitor failed a pulse test. During the pulse test both the ca and defibrillator board were extensively damaged from the pulse test failure. The cause of the failed pulse test was unable to be determined. The root cause of the damaged components was unable to be positively determined. No adverse event resulted from the failed pulse test. The last pt to use this monitor did not report any deficiencies.